Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a cle and arthrodesis procedure in a patient. It was reported that when the nut is screwed into the screw, the beginning of the screw thread peeled like a pencil in a sharpener. There was no patient symptom reported. There were no further complications reported regarding the event. The screw thread peeled like a pencil in a sharpener when screwing the nut into the screw. The screw was therefore removed immediately and replaced with another. Issue occurred due to defective screw. Procedure - this was a laminectomy procedure with arthrodesis (by tlif) for the management of a narrowed lumbar canal with degenerative spondylolisthesis with facet osteoarthritis. No patient injury.

Manufacturer narrative:
G2: country of event is france this regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.